Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. During a call with baxter customer services, the following was reported. On an unknown date, the patient experienced peritonitis. The cause of peritonitis was unknown. On (B)(6) 2012, the patient was hospitalized for the event. Treatment was not reported. The patient was recovering.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this event. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed on h12e12018 and h12d26037 with no issues noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information received from gpv. Follow up information received from the nurse on (B)(6) 2012: clarified patient did not have peritonitis. The nurse clarified patient was hospitalized for a malfunctioning pd catheter and confirmed hospital admission date. The pd catheter was removed and patient was switched to hemodialysis during hospitalization. The patient was discharged from hospital date unknown. The patient was recovering and the event was not related to dianeal therapy or devices the nurse declined to provide any further information. The complaint was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.